Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that does not work intermittently. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer declined service and repair, and the case was closed no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.